Event description:
The hcp reported that the drug delivery system was explanted due to infection at the pump pocket. The pt was experiencing redness and pain at the incision and was found to have a methicillin resistant staph aureus infection.